Event description:
Customer reported that during a procedure, the system displayed a low ma error, would not fluoro, and the display was green with white dots. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced a coin battery, the x-ray controller board, the generator interface board, and the high voltage power supply regulator board. System operates as intended.